Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient presented with drainage from the device pocket through the skin incision. A temporary screw in wire was placed and then the pocket was opened. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This ra lead was explanted.